Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient's transmitter died while the sensor session was active. No additional patient or event information is available.